Event description:
A report was received that the patient had developed seroma at the paddle site and an infection. The physician did not believe that the seroma and infection were device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that patient symptom was oozing at the paddle site. The patient was prescribed with antibiotics.

Event description:
A report was received that the patient had developed seroma at the paddle site and an infection. The physician did not believe that the seroma and infection were device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.